Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, eleven years three months of post deployment, computed tomography of abdomen and pelvis with intravenous contrast was performed due to abdominal pain and result showed that a bard inferior vena cava filter was present in the infra renal inferior vena cava. No change in appearance. Filter was tilted anteriorly and to the right with its cone on the wall of the inferior vena cava possibly embedded within it. The filter support struts have penetrated through the wall of the inferior vena cava into the pericaval or mesenteric fat. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: d2, h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately eleven years three months post filter deployment, it was alleged that the patient had a computed tomography scan showed that the filter tilted and perforated through the wall of the inferior vena cava into the pericaval and mesenteric fat. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately eleven years three months post filter deployment, it was alleged that the patient had a computed tomography scan showed that the filter tilted and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.